Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, a 2.75x23mm xience v stent was successfully implanted in the proximal left anterior descending (lad) coronary artery lesion and a 2.5x23mm xience v stent was successfully implanted in the mid lad. On (B)(6) 2016, the patient was hospitalized due to chest pain. A stress test was performed with negative results. Per angiography, the 2.75x23mm xience v stent had re-stenosis at the stent edge. Another stent was implanted as treatment. The patient was discharged from the hospital on (B)(6) 2016. There was no additional information provided.